Event description:
During an in-clinic follow-up, episodes of myopotential oversensing, inappropriate automatic mode switch (ams), and p-wave amplitude variation was observed on the right atrial (ra) lead. Lead insulation damage was alleged but not confirmed. No intervention was performed at this time. The patient is stable and will continue to be monitored.